Event description:
It was reported that before an unknown procedure, an error occurred at a setting and the device was not activated. The error code was unknown. The device was not used for the patient. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and a small portion not returned. The device was connected to a test handpiece and gen04 and it activated during functional testing. There were no error codes at any time during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.